Event description:
CT scout image flipped left to right. There was no reported patient injury associated with this event.

Manufacturer narrative:
Follow-up report will be submitted when investigation is complete. (B) (4).